Event description:
It was reported that a small volume intermate did not flow. The device was filled with 0.9% sodium chloride. Patient involvement is unknown; however, there was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from january 9, 2013 to january 10, 2013. Evaluation summary: the sample was received for evaluation with approximately 60 ml of fluid in its bladder. A visual inspection was performed and revealed no signs of blockage or physical abnormality that could have caused the reported problem. A functional test was performed; the cap was removed from the distal luer, and the unit was observed for flow issues. Continuous flow from the distal luer was observed after removal of the luer cap. The reported condition was unable to be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.